Event description:
It was reported that this right ventricular (rv) lead was fractured. The lead exhibited high out of range shock and pace impedance measurements, and loss of capture (loc). It was noted this patient received an external electric shock while using a cattle product and has heard beeping tones since then. The patient was referred to the electrophysiologist for further evaluation. No adverse patient effects were reported. At this time, this lead remains in service.